Manufacturer narrative:
The device was received and analyzed. The memory content of the device was inspected, showing a normal device function while implanted and in service. At a next step the device was subjected to an electrical analysis. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing functions to be as specified. The analysis revealed no indication of a device malfunction.

Manufacturer narrative:
(B)(4).

Event description:
This device was explanted because patient complained of pain, and physician chose to explant the device. Should additional information become available, this file will be updated.